Event description:
The draeger infinity v500 ventilator misrepresents the internal battery charge. The battery charge indicator on the c500 display will show an adequately charged internal battery but will then generate a "battery low" alarm as well as a "battery discharged" alarm. This has been verified on four v500 vents. This is the same concern that draeger has had with the external battery pack (ps500) for this ventilator and in which there is an active recall for. The v500 is a life support device and having mis-information on the battery charge status can be critical. No specific patient involvement. This is a technology related problem affecting our fleet of vents. Manufacturer response for ventilator, draeger v500 ventilator (per site reporter): in our meeting with draeger representatives, which included the (B)(4), along with our rep and his boss, we discussed a number of issues and concerns with the v500 ventilator platform. This included internal and external battery function and status indication for caregivers which has been an ongoing issue since we took delivery a number of years back.